Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear and front response buttons were non-functional and both covers were missing. The cause for the failure was a defective front response button switch and a missing rear response button switch. The root cause for the defective and missing switch was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that the response buttons on a patient's monitor were not functioning.